Manufacturer narrative:
Product analysis summary: unopened samples were tested. The nonconformance could not be confirmed because the samples did not leak. In conclusion, the cause of the leak could not be confrimed.

Event description:
It was further reported that a probe pin hole was suspected.